Manufacturer narrative:
The insulin pump had blank display due to corroded electronics assembly. The device also had corroded motor home switch. It was unable to test for constant tone or vibrate anomaly due to the blank display. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he went swimming with the insulin pump. The customer stated the display went blank and the device had a constant tone and was vibrating without an alarm or alert. Blood glucose value was over 300 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.